Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tube extension to be broken and missing a .280 x .210 piece at the prox clevis interface. The scissor blades are intact and the clevis is dislodged from tube extension. Evidence not conclusive, but tube extension likely broke due to excessive side loading. Electrical continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the site observed the tip of the monopolar curved scissors (mcs) instrument to have broken. The piece was immediately retrieved and the instrument was replaced before the planned surgery was successfully completed without incident. The patient was reported as doing well with no post operative complications.